Event description:
It was reported that the programmer had a noisy fan and the printer was not working. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported noisy fan and printer issues. The printer and printer drawer have minor debris in the gears and the printer gears slightly worn, a further observation was the printer intermittent causing the "not working" anomaly. Analysis found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly. It is noted the handle is broken. (B)(4).